Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 181 mg/dl. The customer stated that she was trying to bolus when it suddenly went to easy bolus and would not let enter setting and would count up by itself. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The insulin pump had no escape button response due to a flattened button dome switch. The displacement test could not be performed due to the unresponsive button. The insulin pump was received with a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the display window, a scratched reservoir tube window and a broken belt clip slot.